Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material which was bigger than the inner diameter of the air/water nozzle entering inside the air/water channel, which resulted in clogging. The cause of entering of the foreign material was unable to be specified since detailed information of handling was unavailable. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
A repair request was sent reported with an issue of "poor water supply", found during an unknown event. No harm was reported. No patient harm, no user injury reported. Device evaluation found clogging of the device nozzle. Foreign objects inside the nozzle was observed. This report is being submitted for clogging of nozzle , foreign material found inside the nozzle (handling issue, insufficient reprocessing).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation , service repair noted , due clogging of nozzle, water supply volume does not meet the standard value. Nozzle has foreign objects. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to wear of angle wire, the play of up/down (u/d) knob is out of the standard value. The angle wires became stretched. Furthermore, the following defects were identified during device inspection: adhesive on a-rubber has a crack. Adhesive on a-rubber has a chip (insertion section) adhesive on a-rubber has white-clouded area adhesives around lg lens has white-clouded area adhesives around objective lens has white-clouded area connecting tube has a cut. Paint on s-cylinder peeled. Device evaluation has confirmed the reported issue of "poor water supply" , found to be attributed to clogging of the nozzle due to foreign objects blocked inside nozzle. The investigation is ongoing. This report will be supplemented accordingly following investigation.